Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the insulin pump was not working. The customer reported blood glucose value of 500 mg/dl. The event involved product(s) mmt-1780kl, mmt-332a, unomedical. Troubleshooting was performed for high blood glucose event and the customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Successfully downloaded history files and traces using thus. No alerts/alarms/anomalies noted during testing. No alarms/alerts/anomalies were found on adapt on (B)(6) 2025 or two-days prior. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube) and battery tube threads - cracked. No current code/category not confirmed. No unexpected alarms/alert/anomalies noted during testing. No device problem found confirmed. Unable to confirm high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.